Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 54 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had received a pump error. The customer's blood glucose level was 7.6 mmol/l. The customer was assisted in troubleshooting and it was reported that they were unable to clear the alarm as well as unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to put the insulin pump into storage mode. The insulin pump will not be returned for analysis.